Event description:
While using a byte day aligner, a patient experienced recession of tooth #23 due to the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.